Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the vitrectomy procedure the tip of the cutter/probe broke off in the patients left eye. The surgeon removed it from the eye without harm to the patient.

Manufacturer narrative:
No sample has been returned for evaluation for the report of tip came off in eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted.a sample was not returned by the customer and no lot information was provided, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).